Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, the patient was admitted to the hospital for treatment due to "head injury lasting for more than 3 hours". At 13:40 on (B)(6) 2023, the patient underwent "intracranial multiple hematoma removal surgery" under general anesthesia. After the surgery, the patient was transferred to the ICU for treatment at 17:40 on (B)(6). As instructed by the doctor, the patient was given a ventilator to assist breathing. However, when preparing the ventilator, the ventilator did not pass the self check no patient harm or direct involvement.